Event description:
The costumer asks for guidance from the manufacturer because of issues over a lengthen period. During a costumer visit the costumer says there`s been two acute incidences in the summer of 2025, where it was needed to initiate CPR. We asked the costumer for a written report. This is the report we got from the costumer to day. "The two events took place in the same way. I reproduce the one I witnessed myself. A 700 gram extremely premature boy is treated with pc-ac + vg. The baby is turned from the right to the left side, and a red alarm for "flow sensor error" and a yellow alarm for "flow sensor dirty" are triggered. Measured values disappear, delivery of pip does not appear, so we do not know what kind of pressure is given to the child or what volume this generates - if any. The nurse calibrates the flow sensor, but the calibration does not go through. She tries to calibrate repeatedly without success. The child is initially stable. I then try to calibrate myself, but I am immediately told that the calibration is not successful. In other settings, I've experienced that calibration attempts start up but do not go through unless there is a complete absence of flow, i.e. If you do it wrong. In such cases, it spends time trying to calibrate before saying that it is not possible. In this case, the error message came immediately every time you confirmed that you wanted to calibrate. During calibration attempts and, the child became bradycardic and you had to disconnect the ventilator and bag the child with neopuff. The child responds immediately, so it was clear to us that the child was not sufficiently ventilated during the period when the flow sensor signalled an error. We continue to attempt calibration while the child is bagged, and eventually succeed. When the child is then put back on the ventilator, the condition is again stable and the ventilator treatment is resumed without problems.

Manufacturer narrative:
It has been reported that flow sensor error occurred and two incidents have been reported. The second incident is being investigated as a related event in (B)(4). The investigation was based on the reported incident and the returned neo flow sensor inserts. No log file or serial number of the evita v500 device used and affected could be identified. One bag with 3 neo flow sensor inserts, which have a short service life and were only reprocessed before being sent back. Functional testing of these sensors revealed no abnormalities. The sensors are fully operational. Visual inspection revealed that one of the three inserts had a bent retaining clip. The second bag contains 16 sensor inserts. Visual inspection revealed that five of these 16 inserts have a broken retaining clip. Of these 16 inserts, five also contain a tight-fitting sealing ring. The remaining 11 sensor inserts have a loose sealing ring. The functional test revealed that 14 of the 16 sensors inserts have a non-functional flow wire, but a calibratable shadow wire. One sensor is fully functional and one sensor insert contains two broken wires. The inserts were tested for leaks in the system after the calibration test on the device. Of these, 15 of the 16 sensors passed the leak test. One sensor failed the system check. This sensor has a severely broken retaining clip and a loose sealing ring. The visual and microscopic inspection revealed corrosion of the pins of some of the 16 neonatal flow sensor inserts. Clearly visible, salt-like, white deposits were found on several sensor pins. A loose sealing ring does not pose a threat to patient or operator. The sensor insert is obviously defective for the customer and must be replaced. The cause of the collapsed neos and the performance of resuscitation could not be determined by this investigation. The neonatal flow sensor behaved as specified. If a device alerts "flow sensor soiled", the flow measurement is deactivated. The system switches to pressure-controlled ventilation with the pressure that was last used under vg in this case. Why the pressure was no longer displayed could not be determined in this investigation. The presumption lies in the handling of the customer. The reason for the "flow sensor error" and "flow sensor dirty" alarms is most likely that the child was turned. Condensate that has collected in the hose system/flow sensor can met the measuring wires. It should be noted that the calibration has not been carried out correctly. For a properly performed calibration, the flow sensor must be closed so that no more flow can be measured. Calibration is not possible during ventilation. It is recommended to follow the steps on the devices. The calibration and measurement of the neonatal flow sensor are also described in the instructions for use of the ventilator, for example. If the flow measurement is disturbed due to malfunction of the flow sensor during ventilation, a high prioritized audible and visible alarm is generated together with a text message on the display of the device. The flow sensor must be replaced. When the flow measurement fails, the derived measurements are not available. The ventilation is continued. In case a neonatal flow sensor gets soiled during operation and this contamination cannot be removed by reprocessing, the sensor needs to be replaced as described in the corresponding instructions for use. In case sensors will not pass calibration, the device will post corresponding audible and visible alarms either during mandatory self-check routine or during mandatory calibration of the flow sensor after replacement within operation. This is obvious to the operator. The described event does not pose a threat to patient or operator. Flow sensors are wearing parts whose service life depends both on the specific operating conditions and on repeated hygienic reprocessing. The event described by the customer, in which the sealing ring detached from the sensor insert, can be reproduced. However, a visual inspection showed that enough adhesive had been applied. The humidifier from fisher and paykel (950) was tested for compatibility. Comparable complaints with this humidifier are not known. Current complaint and warranty data shows that this event is only described by this customer in one hospital. The results of the investigation did not reveal any new or additional risks which are not covered by the product risk management file.

Event description:
The costumer asks for guidance from the manufacturer because of issues over a lengthen period. During a costumer visit the costumer says there`s been two acute incidences in the summer of 2025, where it was needed to initiate CPR. We asked the costumer for a written report. This is the report we got from the costumer to day. "The two events took place in the same way. I reproduce the one I witnessed myself. A 700 gram extremely premature boy is treated with pc-ac + vg. The baby is turned from the right to the left side, and a red alarm for "flow sensor error" and a yellow alarm for "flow sensor dirty" are triggered. Measured values disappear, delivery of pip does not appear, so we do not know what kind of pressure is given to the child or what volume this generates - if any. The nurse calibrates the flow sensor, but the calibration does not go through. She tries to calibrate repeatedly without success. The child is initially stable. I then try to calibrate myself, but I am immediately told that the calibration is not successful. In other settings, I've experienced that calibration attempts start up but do not go through unless there is a complete absence of flow, i.e. If you do it wrong. In such cases, it spends time trying to calibrate before saying that it is not possible. In this case, the error message came immediately every time you confirmed that you wanted to calibrate. During calibration attempts and, the child became bradycardic and you had to disconnect the ventilator and bag the child with neopuff. The child responds immediately, so it was clear to us that the child was not sufficiently ventilated during the period when the flow sensor signalled an error. We continue to attempt calibration while the child is bagged, and eventually succeed. When the child is then put back on the ventilator, the condition is again stable and the ventilator treatment is resumed without problems.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.